Manufacturer narrative:
The oasis is a 1.2 tesla vertical field (open) MRI system. The problem c-spine coil was replaced and returned to the manufacturer for testing. The balun (a 2 in x 5 in cylinder that clamps over the coil signal/control cable), is used to suppress stray rf energy in the coil cable assembly. Bench and lab tests on the coil revealed that the balun would heat in certain conditions, but testing to date has failed to show heating sufficient to melt the balun cover. Also, the coil remained fully functional after the event and during in-house testing. Tests are ongoing to determine the root cause of the failure. The position of the coil cable is away from the patient so that it is unlikely that the patient would come into direct contact with the balun. It is more likely that the MRI technologist might contact the balun while removing the coil from the patient table to prepare for a new exam.

Event description:
On (B)(6) 2016, a site using the hitachi oasis MRI system executed an ankle study on a patient. His foot would not fit in the head coil, so they switched to the c-spine coil. After the study was finished, when entering the scan room the technologist smelled something burning. She unplugged the c-spine coil and found the cable balun (in line rf filter) was melted and still hot. Patient was on the table with his head at the foot end of the table (i.e. Feet first). The c-spine coil was at the head end with no loop in cable. The cable balun assembly is attached to the coil cable and was not near the patient's anatomy at any time during the MRI exam. The patient was uninjured.